Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/23/2015 with the following findings: the display was not observed to be cloudy: the reported display issue was not confirmed. The battery compartment was observed to be cracked in the thread area. Evidence of moisture ingress was found on the inside of the battery compartment: the reported moisture ingress issue was confirmed. The pump failed a leak test due to a battery compartment leak; this device failure caused the moisture ingress issue. The pump case was removed, and no further evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.